Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a large air bubble in the tubing. Blood glucose level at the time of the incident was 299 mg/dl. During troubleshooting, the customer was able to prime the air bubble out. The customer will not return any product for analysis.